Event description:
Provider states that the handrims are marred from being put in and taken out fo the trunk of a car. Provider states that because the hand rims are marred this is causing discomfort for the user when using the handrims. Provider states no marks left on the users hand and no medical attention sought.